Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has bloody phlegm, difficulty breathing, aches, pains, burning eyes and headaches. The device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device and were unable to confirm the complaints. During the evaluation, an error code was present. After the evaluation of the device, the third party service center scrapped the device.

Manufacturer narrative:
H3 other text : device returned to a third party service center.